Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting multiple syringe needles through the cartridge septum, the needles became blocked. Customer's blood glucose was within range (value not provided). Customer changed the needle to resolve the issue.